Event description:
Baxter received a report from a baxter technician to report the advanta2 rental bed alarm was not working as well as the side panel. The bed was located at the account. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not know if this event was already communicated to another baxter department or authority.

Manufacturer narrative:
The baxter technician found the bed needed to be swapped. Per the hillrom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The bed was swapped to resolve the reported event. Based on this information, no further action is required.